Event description:
It was reported that the right ventricular (rv) lead had rising thresholds. It was further reported that the patient had developed pacemaker-induced cardiomyopathy. The patient is scheduled to have the device removed and upgraded to a bi-ventricular pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).